Event description:
It was reported that a home patient experienced a connection issue between the patient line of the cassette and the transfer set. The patient line would not screw onto the transfer set completely. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.